Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: epic ous vas (B)(6), was received for analysis. The device was received with the stent partially deployed on the delivery system. No issues were noted with the stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. This concludes the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. During removal of a 6x60x120 epic stent from its cover, it was noticed that the tip of the stent was already expanded. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure.

Event description:
It was reported that stent inadvertent deployment occurred. During removal of a 6x60x120 epic stent from its cover, it was noticed that the tip of the stent was already expanded. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.